Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they were experiencing pneumo loss while using 5mm device. The device was removed and a different device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Leak test failure. The analysis results found that the device was returned in good visual condition. However it was noted that the obturator tip was cracked. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked with the test probe inserted. We have documented the circumstances as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.